Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation, if the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/patient contacted lifescan alleging the one touch ultra easy meter read inaccurately high. The medical surveillance specialist reviewed the technical service representative (tsr) documentation. She said the readings have been erratic since the start of approx four months prior to original date, and are usually higher rather than lower. Two days prior to original date at 9:29 pm, the patient obtained a reading of 24 mmol/l and took 10 units of humalog insulin based on the results. She tested again at 11:47 pm before bed and obtained a reading of 19.1 mmol/l and took an additional 2 units of humalog based on the result. She also took her normal dose of 8 units of lantus at this time. The patient normally takes 6 units of humalog before each meal and 8 units of lantus before bedtime. When she tested, she was not experiencing any high blood sugar symptoms. She went to bed and her caretaker woke her up in the early hours on the morning the following month at approximately 3:25 am. Her caretaker noticed that she was talking and murmuring in her sleep and that when she went to the toilet, she was being clumsy and was not behaving normally. She said it took her a long time to wake the patient up and that the symptoms were related to her blood sugar. At approximately 3:25 am the caretaker tested the patient and obtained a result of 1.6 mmol/l. She gave the patient 100 ml of lucozade, 2 dextrose tablets, and a chocolate bar. The patient became more aware after 30-40 minutes and was able to speak. She went back to sleep at that time and woke up thursday morning at 10:10 am, obtaining a result of 11.1 mmol/l. The patient said there were 3 other occasions since four months prior to original date that she had very high blood sugar readings and acted to bring it down but that it could have been due to an infection. It was determined during the troubleshooting telephone call the testing technique was correct and the patient cleaned the puncture area correctly. The meter was set to the correct unit of measure at the time of testing. This complaint is being reported due to the following conclusion: the patient alleged the meter readings were inaccurately high, took additional insulin due to the results and subsequently experienced symptoms that may have been related to diabetes with blood glucose results less than 40 mg/dl (2.2 mmol/l).